Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 4 injections. The catheter failed the performance test due to system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). Dissection / pressure tests revealed a guide wire lumen kink and breach at 1.38 inches proximal from the tip. The reported issue (system notice message 50032) has not been confirmed through testing. An internal corrective and preventive action (CAPA) has been initiated to investigate the condition of guide wire lumen breach found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50032 (the safety system has detected a compromised outer vacuum) occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a guide wire lumen breach. Reportable based on analysis completed on 07/10/2014.